Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not reacting to the bolus. Customer's blood glucose level was 33 mmol/l. Customer had high blood glucose value and unable to reduce the blood glucose by the insulin pump. Customer treated with insulin pen. Customer did not trust the insulin pump anymore. The device will be returned for analysis.